Event description:
It was reported the pt experienced pain at the ipg after falling. Over time the pain resolved. It was also reported one of the tails of the lead had pulled out of the ipg header. As a result, the pt underwent surgical intervention on (B)(6) 2014. During the procedure, the lead tail was reconnected to the ipg header.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.